Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized due to an unspecified issue. Contact alleged the customer possibly experienced an infection related to a non-tandem adhesive dressing, however, this could not be confirmed. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.